Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not released for analysis. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic gastric bypass, the tech long loaded the device with a blue cartridge. The surgeon fired the "long loaded" device on the top of the gastrojejunostomy. The cartridge "shot" out of the device and did cut but did not staple. The entire jejunostomy was repeated, which resulted in the stomach pouch being smaller than normal. Another device was used to complete the case.